Manufacturer narrative:
A sample has been received but has not yet been evaluated. Three lot numbers, manufactured in august 2012, were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that air bubbles were coming from the vitrectomy probe port during a vitrectomy procedure. The case was completed with no harm to the patient.